Event description:
Reporter alleged higher reading of 352 mg/dl and took medication at 3:30 -4. It was reported customer went to the hospital due to feeling low glucose where their device measured glucose at 86 mg/dl 2 hours later so was given juice to elevate glucose. Reporter stated a hospital retest measured 89 mg/dl. A request was made for the return of the suspect device and replacement product was sent.